Manufacturer narrative:
This supplemental report is being submitted to provide additional information. One of the channels of the user microbiological testing results was not the elevator channel but the air/water channel. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of ofr. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The event date was unknown. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The suction channel: acinetobacter species (>100ufc/endoscope). The auxiliary channel: coagulase-negative staphylococci (15ufc/endoscope). The elevator channel: coagulase-negative staphylococci (24ufc/endoscope). The device had been reprocessed with a non-olympus automated endoscope. Reprocessor, (B)(4) lde wd440, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4)). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram positive bacteria (1ufc/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.